Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had creamy drainage and redness around driveline exit site. Antibiotics were started prophylactically for 7 days, and it resolved without sequelae on (B)(6) 2022. The patient also had increased shortness of breath for the past 5 days and surveillance x-ray was performed which showed significant pleural effusion. Patient was admitted and thoracentesis was done. Chest tube/ pigtail was also place. On (B)(6) 2022, the patient had a video assisted thorascopic surgery done.

Event description:
On (B)(6) 2022 the chest tube was removed, and the pleural effusion resolved without sequelae. The patient was discharged the same day.

Manufacturer narrative:
A3: date of birth redacted from clinical study. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported pleural effusion and shortness of breath could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists infection (localized, driveline, or pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.